Manufacturer narrative:
Investigation summary: three (3) new list# cl3020 were returned for evaluation. As received, the sets were inspected with ultraviolet light, and the presence of solvent at the bond connection with the chemolock and the drip chamber in 2 out 3 sets was confirmed. The sample were filtered, and no loose particulates were noted the complaint of unidentified white substance in tube can be confirmed. The probable cause was due to excess of solvent during manual assembly process in ensenada. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding 40" (102 cm) appx 4.9 ml, admin set w/chemolock w/red cap, 20 drop in-line drip chamber, spiros, bag hanger, drop-in red cap that experienced paticulate matter in the fluid path. It was reported that there was unidentified white substance in tube. They discovered it while checking for defects due to initial report of foreign substance found on tubing. There was no reported patient involvement.